Manufacturer narrative:
Reliability analysis: inspected 1 opened/used sensor and performed visual inspection and found sensor cannula broken, broken part was not found see attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they had a sensor error alert with the sensor. Customer's blood glucose was 294 mg/dl. Troubleshooting did not find any damage to the sensor. Customer agreed to return the sensor for analysis.